Event description:
Additional information was received from the device manufacturer representative indicated that a new pump and catheter were placed today.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) ,implanted: (B)(6) 2015,explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (7.5 mg/ml at 0.36 mg/day) via an implanted infusion pump. It was reported the patient was recently admitted to a hospital with bacterial orchitis that was treated with IV antibiotics. During the course of their treatment, it was noted that the pump pocket site had been draining fluid which the patient reported had been ongoing for approximately two weeks. Per the physician, there was some tissue necrosis and a blister at the surface of the pump pocket that was concerning for infection. As a result, the physician opted to explant the pump and removed the proximal segment of the intrathecal catheter. The remaining catheter segment was folded upon itself and then tied at 3 separate sites to collapse the lumen. Physician then applied dermabond to the tip of the catheter to minimize risk of csf leakage. It was noted the issue was resolved.